Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the server error causing the communication issue. The technical support specialist investigated and found the issue was related to hospital information technology. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system did not connect to the server and caused a specific patient safety issue. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, g2 and h6. A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from 19-sep-2022 to 18- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was facing server issues. The technical support specialist investigated and found the issue was related to network issue from hospital information technology. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system did not connect to the server and caused a specific patient safety issue. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.